Event description:
The recipient is reportedly experiencing pain after undergoing an MRI 8 -10 years ago with the magnet in place. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet strength was reviewed and adjusted. The recipient's pain resolved. Revision surgery will not occur at this time. The recipient is using the device. The recipient will be followed per center's protocol. This is a final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.